Event description:
It was initially reported that the patient had high impedance (output current - low, lead impedance - high, impedance - >10,000 ohms). There was no reported trauma or manipulation. The patient's last appointment with on (B)(6) 2011 and diagnostics were reported to be within normal limits. Surgery is likely but has not occurred to date. X-rays were taken and provided to the manufacturer for review. Based on the x-ray received there was nothing seen that would explain the reported high impedance. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Event description:
Additional information was received that the generator and lead had been discarded and will not be returned to the manufacturer for evaluation.

Event description:
It was initially reported that the patient had high impedance (dcdc - 7) at a recent appointment and was being referred for surgery. The patient was also experiencing an increase in seizures. X-rays were taken, but were no provided to the manufacturer. The x-rays showed no gross fractures. The physician's office reported that there was no manipulation or trauma. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the increase in seizures and the nurse would not comment it the seizures were directly related to the high impedance. No further information was provided by the physician¿s office. The patient had a full revision.

Manufacturer narrative:
Describe event or problem - corrected data: the initial report inadvertently did not report the accurately report the events.

Manufacturer narrative:
.